Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to a heart attack. Customer's blood glucose was 297 mg/dl. Caller reported that when reservoir filled, the transfer guard would break and also reported that insulin pump received a weak battery alarm and battery life was shorter than normal. It was reported that a battery cap was replaced.